Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition or user error could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.1 hardware: iphone14.5 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2025, due to hyperglycemia. Blood glucose level was reported to be greater than 300 mg/dl, after wearing the pod for approximately 36 to 48 hours. The patient noted that she had ¿scratched¿ the pod¿s adhesive when her blood glucose levels began rising, suggesting that manipulating the adhesive may have caused the pod to shift or become dislodged. Reported symptoms included thirst and a general feeling of illness. The patient was found to have ketones and was treated with an insulin pump. She was discharged twelve hours after admission.